Manufacturer narrative:
D4 - the UDI number for this product code is not required. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no obvious anomalies. Visual inspection found no anomalies. The actual device was leak tested by being injected with 18ml of air with a factory retained tr band inflator. The device was submerged in water. A leak was found at the air injection port. The one way valve was disassembled for further inspection. A foreign substance was found to be adhering to the air sealing part. Qualitative analysis by ft-ir of the foreign substance found it had a peak which very similar to nylon. The adjustable fastener of this product is made of nylon. A review of the device history record and shipping inspection record of the involved product code/lot number combination revealed no relevant findings. A search of the complaint file found no previous report of this nature with the involved product code/lot number combination. Based on the investigation result, it is likely the actual tr band sample became deteriorated in its air tightness performance due to a foreign substance (nylon) getting into the air injection port of the one way valve and caught in the air sealing part between the rubber tip and outer cylinder of the one way valve. As a possible cause of the foreign substance having entered the air injection port, the following scenarios can be inferred. (1) during the production process, a fragment of the adjustable fastener got into the peel pack due to some factor(s) and it was not detected during subsequent visual inspection. Afterward, at some time after the visual inspection and before the actual usage, the fragment got into the air injection port. From the available information, however, the route through which the foreign substance (nylon) was in the air injection port cannot be determined definitely. The one way valve used for the tr band keeps air tightness by the rubber tip inside the outer cylinder being pushed against the wall of the outer cylinder with the spring. Due to this structure, if there is a foreign substance adhering on the air tightening part, it generates a space, resulting in an air leak at the space. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "be careful that no foreign particles get into the air injection port when injecting air. The air could leak." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a leak in the tr band device during a procedure. Follow up communication with the user facility confirmed the following information: after pci with access from the right radial using a 6fr. Sheath the actual tr band device was applied to the patient's right wrist; the tr band was inflated with 15 ml of air using the dedicated tr band inflator; the 6fr. Sheath was removed from the patient; 10 seconds later the access site started to bleed due to deflation of the balloons to some degree; the actual device was re-inflated with the tr band inflator; air leakage was noticed; the actual device was changed out to a new one; no further issue occurred; blood loss was approximately 10 ml; the procedure was completed successfully; and the patient was not harmed.